Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. ¿

Event description:
The customer reported via phone call that they received a no power alert without a low battery alert. Troubleshooting was performed. The alarm history was reviewed. The customer stated it was not the second occurrence of off no power without a low battery. They were advised to insert a new battery. The new battery resolved the issue. The customer was advised to monitor the insulin pump. The customer¿s blood glucose level was 158 mg/dl. The device will not be returned for analysis.